Event description:
In (B)(6) 2012, the patient was in a car accident and her pump hit the steering wheel. The pump was found to "not be working correctly". The pump was replaced. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 85 90-1, lot# n103106, implanted: 2007 (B)(6); product type accessory. (B)(4).